Event description:
The customer alleged the ventilator failed in the nicu while in use on a pt. The hosp staff were alerted to the malfunction by the proper alarms and the unit was quickly removed from the pt. The pt was placed on another device. There was no pt harm or injury reported. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. He did verify the error code in memory that substantiated the customer's claim and a printed circuit board was replaced as precautionary action.